Manufacturer narrative:
Siemens has completed an investigation of the reported event. The affected component was not available for investigation. According to log file assessment, a hardware defect of the fd cooling unit was determined causing a communication error between the cooling unit and the system. This triggered a time relay to switch off exposure after 30 minutes if the communication is not re-established. This is a specified safety measure to prevent unnecessary exposure in case of poor image quality. A referring error message is displayed to the operator during this time. The affected cooling unit has been exchanged on site and the error did not recur. The manufacturer is not considering further actions resulting from this individual event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an emergency procedure no x-ray was possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.